Event description:
A patient underwent a revision surgery on 18 march 2021 performed by dr. (B)(6) due to metal debris in the soft tissue envelope. The surgeon removed the implants and washed out the area to remove the metal debris. During the operation, it was determined that the patient also had an infection around the implants. Blood work determined that the chromium levels in the patient's blood were high at approximately 11 [?]g[?]l. Normal blood chromium levels are less than or equal to 1.4 [?]g[?]l. All of the implants were removed except for the femoral stem which was left in place due to the surgeon believing that it would negatively affect the patient's femur if they removed it. The patient returned for surgery on (B)(6) 2021 to have eleos implants placed.

Manufacturer narrative:
The root cause for failure was not definitively determined. No information is known about the patient's condition nor if they were experiencing symptoms from the metalosis, the infection, or if the implants were damaged to the point that it was affecting their gate or mobility. The patient had also reported hip instability. It is unknown if the eleos implants contributed to this. The patient did not have implants in the area of their hip. It is unknown why the devices were explanted during a separate surgery as when the new implants were placed. The infection may have contributed to this. The implants were discarded after surgery; therefore, they were unavailable for testing. However, review of the manufacturing, the raw material, and sterilization records as well as analysis of previous nonconformances and complaints did not find any issues that occurred during the manufacturing of the implant that would have contributed to this complaint.

Manufacturer narrative:
The root cause of the infection was unable to be determined. Te rot cause of the metallosis is still under investigation. No manufacturing or sterilization issues were found that would have contributed to this complaint. Raw material dhrs have been requested. An updated report will be submitted when more information is available.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to metal debris in the soft tissue envelope. The surgeon removed the implants and washed out the area to remove the metal debris. During the operation, it was determined that the patient also had an infection around the implants. Blood work determined that the chromium levels in the patient's blood were high at approximately 11 gl. Normal blood chromium levels are less than or equal to 1.4 gl. All of the implants were removed except for the femoral stem which was left in place due to the surgeon believing that it would negatively affect the patient's femur if they removed it. The patient will return for surgery to have new implants placed.